Manufacturer narrative:
No button error alarm noted. Intermittent esc and act buttons due to moisture damage on keypad traces. Unit had cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 246 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.